Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse ordered common compute controller (ccc), but it was out of stock. The fse reprogrammed ccc and noticed start programming message on both patient side cart (psc) and ccc. The fse then restarted the system, and the issue was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during an internal service activity of the da vinci system, the customer contacted the technical support engineer (tse) and reported the staff was trying to move the patient side cart (psc) out of the room but there was nothing being displayed on the psc display. The staff had the psc in reptilian mode while they were attempting to move the system out of the room at the time of the call. The hard power cycled the psc and powered the system on and the error 297 was generated. There was no report of patient involvement or reported injury.